Event description:
At routine follow-up, the surgeon identified the anti-drift bolt was through the plate at 2 weeks post-op. At 6 weeks post-op, the surgeon notes that the im angle is increased. The patient is asymptomatic, and no revision is planned.

Manufacturer narrative:
The lot history records of the sterile and individual component parts were reviewed in their entirety during the investigation. These records included quality inspection records, component inspection records, component print specification, component supplier certificates of conformance, supplier inspection certificates, raw material certificates of conformance, and supplier certificates of conformance. No non-conformances were found in any records that were reviewed that would have contributed to the device failure. 7100-lp18-r, 501122, dynabunion plate 18mm - right - sterile, 270306, 2020001097, dynabunion plate 18mm - right, 15lp-3538 501116, dynabunion anti-drift bolt 3.5 x 38mm -sterile, 270328, 104482, dynabunion anti-drift bolt 3.5 x 38mm, 1500-4851 501226, anti-drift bolt reamer kit -sterile, 280296, 104544, 0.054"x6" coated k-wire, 280298, 104501, instrument, drill bit 2.5mm cannulated.